Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was made aware of the system error 2240 alarm. The rn stated they did not know the cause of the alarm. The rn stated the hp has been performing therapy successfully. The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). Per the customer's nurse, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.